Event description:
The customer reported that the insulin pump pushed out 20.0 units of insulin during an infusion set change. The customer attempted three times and the issue reoccurred. The caller mentioned that the device alarmed, and she was having issues with the blood glucose meter. The blood glucose reading at time of call was 145mg/dl, and she has reverted to an insulin pen. Advised the caller to call back if further assistance is needed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.